Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: flat creases, more than 3 curved openings on radius and anterior, and brown particles in the shell. Leak test and microscopic analysis was performed which identified: more than 3 striated openings on radius and anterior, and non-penetrating nick striated on radius. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: more than 3 striated openings on radius and anterior assessed as surgical damage. Non-penetrating nick striated on radius assessed as surgical tool scratch like. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare provider reported left side deflation. The device has been explanted and replaced.